Event description:
A peritoneal dialysis (pd) patient reported that a cycler screen went blank. Screen went blank during unknown phase/cycle of dialysis. The patient pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made a sound when pressed. The patient rebooted the cycler and the ok and stop keys lit up but the screen remained blank. The fresenius medical technical representative replaced cycler due to blank screen. There was patient involvement however there was no harm or adverse event reported. A phone call and written attempt have been made to gather additional information, but no data has been received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no sign of physical damage. Functional/display failed. Blank display upon startup. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2240 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported that a cycler screen went blank. Screen went blank during unknown phase/cycle of dialysis. The patient pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made a sound when pressed. The patient rebooted the cycler and the ok and stop keys lit up but the screen remained blank. The fresenius medical technical representative replaced cycler due to blank screen. There was patient involvement however there was no harm or adverse event reported. A phone call and written attempt have been made to gather additional information, but no data has been received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.